Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. Data was evaluated and the allegation was undetermined. On (B)(6) 2023, the patient was driving home when she was pulled over by the cops for driving erratically. The patient did not report feeling any physical symptoms. The patient was wearing a tandem insulin pump at the time of the event. The police called the ambulance and when they arrived, the patient¿s cgm was reading 70 mg/dl and the bg meter reading was 40 mg/dl. The paramedics treated the patient with IV glucose. She was then transported to the hospital and was observed for three hours before being discharged home. The patient was stable at the time of report. The probable cause could not be determined via data. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was received and evaluated. An external visual inspection was performed and passed. The customer complaint is undetermined as analysis would not be able to confirm the complaint nor determine a potential root cause. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.